Event description:
Philips received a complaint on the v60 ventilator indicating that there was a cooling fan speed error alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The device was brought to the customer biomedical shop. The device cycled normally during startup and the biomedical engineer (bme) found the cooling fan speed error alarm in the event log. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort response received from the customer, it was confirmed that the fan speed error alarm had not reoccurred in the biomedical shop at the customer site. Despite the issue not being duplicated, the customer stated that the cooling fan was replaced. Following the completion of service on the device, the customer completed functional and safety testing on the v60 ventilator per the preventative maintenance procedures, and then let the device run overnight. The device was then placed back into service.